Event description:
Doctor present at bedside to aspirate fluid from silo and requested 18g needle to aspirate. 18g needle introduced (new needles in circulation now are bd blunt fill needle) into bag several times but unable to aspirate out fluid. Needle introduced several more times but still unable to aspirate fluid out. 21 g needle given to dr and fluid aspirated out of silo without a problem.